Event description:
The customer's father stated that the customer was hospitalized for diabetic ketoacidosis. The father reported a blood glucose reading of 600 mg/dl. The customer had changed the infusion set the day prior to the event. The father stated that the insulin pump alarmed no delivery, but the customer never heard the alarm. The selftest was performed and father stated that the insulin pump beeped during the audio tone test, but the insulin pump did not give any beeps when it alarmed no delivery.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.